Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s spouse) regarding a patient who was receiving baclofen via an implantable pump for an unspecified indication for use. It was reported that the patient¿s previous pump (prior to 2011) implanted failed because the patient went into really bad withdrawal symptoms and couldn¿t move his feet. It was further reported that they were not certain of the dose and concentration of baclofen but believed it was ¿1400¿. They kept increasing it and tried blousing but nothing worked. The pump was explanted and replaced. The date of the event was unknown. It was also reported that the patient had later died on (B)(6) 2018 regarding complications with als / symptoms of als. No further patient complications have been reported as a result of this event.